Manufacturer narrative:
As reported, the 3mm x 6cm .018 saber percutaneous transluminal angioplasty balloon catheter ruptured during inflation within nominal pressure the rbp is unknown. The device was removed intact (in one piece), and a new saber .018 balloon catheter was opened. The procedure continued as planned. There was no reported injury to the patient. The device was stored properly according to the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally per the IFU and was able to maintain negative pressure. The vessel was noted to have little tortuosity. The device was not being used to treat a chronic total occlusion (cto). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no difficulty noted while crossing the lesion with the balloon. The device was never in an acute bend. The saline/contrast ratio was 50/50. The device was not returned for evaluation. A product history record (phr) review of lot 82275866 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of tortuosity may have been a contributing factor; however, no additional lesion/vessel characteristics were provided. Therefore, without the return of the device for analysis and with the limited information provided, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 3mm 6cm .018 saber pta catheter ruptured during inflation within nominal pressure. It is unknown what rbp. The device was removed intact (in one piece), and a new .018 saber balloon catheter was opened. The procedure continued as planned. There was no reported injury to the patient. The device was stored properly according to the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped peer the IFU. The device was prepped normally and was able to maintain negative pressure. The vessel was noted to have little tortuosity. The device was not being used to treat a chronic total occlusion (cto). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no difficulty noted while crossing the lesion with the balloon. The device was never in an acute bend. The saline/contrast ration was 50/50. The device will not be returned for evaluation.